Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2003589) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure (ess205) (batch no. 621805) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia"), sinusitis ("sinusitis"), migraine ("migraines"), arrhythmia ("heart rhythm disturbances"), back pain ("lower back pain"), tendon pain ("tendinopathic pain"), adenomyosis ("adenomyosis"), fungal infection ("yeast infections"), acne ("pimples that do not heal"), nasal discomfort ("irritated nasal passage"), toothache ("dental pain"), gingival bleeding ("daily bleeding from the gums"), bone pain ("bone pain"), arthralgia ("joint pain") and fatigue ("constant fatigue"). The patient was treated with surgery (extraction of the fallopian tubes and the uterus). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the menorrhagia, iron deficiency anaemia, sinusitis, migraine, arrhythmia, back pain, tendon pain, adenomyosis, fungal infection, acne, nasal discomfort, toothache, gingival bleeding, bone pain, arthralgia and fatigue outcome was unknown. The reporter provided no causality assessment for acne, adenomyosis, arrhythmia, arthralgia, back pain, bone pain, fatigue, fungal infection, gingival bleeding, iron deficiency anaemia, menorrhagia, migraine, nasal discomfort, sinusitis, tendon pain and toothache with essure (ess205). The reporter commented: occurrence period: (B)(6) 2007 (unspecified). Patient stated she was forced to have the devices removed because her health problems kept increasing with daily consequences. Lot number: 621805, manufacture date: 2006-12, expiration date: 2008-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure (ess205) (batch no. 621805) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia"), sinusitis ("sinusitis"), migraine ("migraines"), arrhythmia ("heart rhythm disturbances"), back pain ("lower back pain"), tendon pain ("tendinopathic pain"), adenomyosis ("adenomyosis"), fungal infection ("yeast infections"), acne ("pimples that do not heal"), nasal discomfort ("irritated nasal passage"), toothache ("dental pain"), gingival bleeding ("daily bleeding from the gums"), bone pain ("bone pain"), arthralgia ("joint pain") and fatigue ("constant fatigue"). The patient was treated with surgery (extraction of the fallopian tubes and the uterus). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the menorrhagia, iron deficiency anaemia, sinusitis, migraine, arrhythmia, back pain, tendon pain, adenomyosis, fungal infection, acne, nasal discomfort, toothache, gingival bleeding, bone pain, arthralgia and fatigue outcome was unknown. The reporter provided no causality assessment for acne, adenomyosis, arrhythmia, arthralgia, back pain, bone pain, fatigue, fungal infection, gingival bleeding, iron deficiency anaemia, menorrhagia, migraine, nasal discomfort, sinusitis, tendon pain and toothache with essure (ess205). The reporter commented: occurrence period: (B)(6) 2007 (unspecified). Patient stated she was forced to have the devices removed because her health problems kept increasing with daily consequences. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.